Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads-MRI, upn: (B)(4), model: sc-8416-50, serial: (B)(4), batch: 7014364. Product family: scs-paddle leads-MRI, upn: (B)(4), model: sc-8416-70, serial: (B)(4), batch: 7029449.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming's. The patient underwent an explant procedure and was expected to fully recover. All device components will not be returned as they were discarded.